Event description:
It was reported that a pt had a non-ablative laser treatment done on both her arms and hands, to treat severely wrinkled and sun damaged skin. Pt was given a topical prior to treatment (benzocaine 20%; lidocaine 8%; tetracaine 4% mixture). Nothing out of the ordinary was noted during treatment. Post procedure erythema was noted the pt applied ice packs. Reported the pt had no discomfort during or immediately post treatment. The following day the pt presented with what appeared to be a 2nd degree burns (covering 50% of both arm) the treated areas. The pt was treated at the local hospital (burn unit) receiving pain relief and daily dressing changes. The burn is resolving and in the physicians opinion will heal.

Manufacturer narrative:
The treatment tip was not retained. Evaluation of the system is pending. The operator manual states blistering or burns may develop over the treated areas as a complication that may be associated with the non-ablative laser systems. Additionally, the manual list mild to moderate erythema (redness) as an expected response to treatment typically develops immediately after treatment and diminishes, or resolves within the first several days post-treatment. A small degree of redness may last longer in some cases.